Event description:
It was reported that the customer had low blood glucose levels of 69 mg/dl. The customer reported a weak battery alert from the insulin pump. The customer also reported an unexpected restart by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. The unexpected restart did not recur during normal insulin pump use. The customer was advised to monitor the insulin pump and to call should issues recur. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)